Event description:
It was reported that during a pci procedure, balloon withdrawal difficulties and a vessel dissection occurred. The 99% stenosed lesion was located in the proximal left circumflex (lcx) coronary artery. The lesion was pre dilated with a 2.25mm quantum maverick monorail balloon catheter and another MFR's 2.0mm x 15mm balloon catheter. The liberte' monorail stent delivery system was unable to cross the lesion. The physician attempted to advance the delivery device further; however, he was unable to advance and deployed the stent in the non target area. The balloon was inflated to 12atms for 30 seconds. Upon withdrawal, "friction" was encountered and the device was unable to be withdrawn. Attempts at removing the liberte; stent delivery system, with a snare, were unsuccessful. Removal was attempted several times before the balloon was successfully removed. Following these removal attempts, a dissection was noted in the left main. A 4.0mm x 8.0mm stent was deployed to treat the dissection and the procedure was terminated. No further pt injuries or complications were reported. Pt status is reported as "stable".